Event description:
It was reported that the programmer lost telemetry and wireless functionality. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer lost communication. The ECG (electrocardiogram) connector was broken loose from the printed circuit board. Could not confirm or reproduce lost wireless functionality.